Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer loaded cold insulin into the cartridge and does not remove residual air from the cartridge when loading a new cartridge. Tandem technical support educated customer on cartridge labeling. Ultimately, the customer was able to load the same cartridge successfully. The customer's blood glucose level ranged from 108-109 mg/dl.